Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and pain at the infusion set insertion site. The blood glucose reading was 42 mg/dl. The customer stated that she had spoken with her doctor, who said there was nothing that they could do. She also observed blood in the cannulas. The customer was advised to wear the continuous glucose monitoring system, but she refused because she did not want to have two insertion sites. She declined further assistance. Nothing further reported.